Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was provided: patient had bilateral fractures of the femur, fracture of the right hip, fracture of the left distal radius and fracture of the right phalanx. It was additionally reported that the radiographic ruler did not come in the ufn/cfn equipment. Also, the screwdriver that broke in patient is made of steel and the fastening screw is made of titanium. Additionally, surgeon placed dynamic hip screw (dhs) in the right femur as well as universal femoral nail (ufn) retrograde nail.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: when the surgeon placed and tightened the screw (close ufn left femur) it seized harder than it should resulting in breaking of the tip of the screwdriver to 4.9mm locking bolts. The end of the inserter was left into the locking screw. The broken piece was left in the patient however the surgery was not prolonged. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.